Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, one of the permanent cautery hook (pch) steel cables broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was operated during its reprocessing, in the moments before surgery there was a visual inspection, and no abnormalities were observed. In a previous surgery when assembling the table, a piece fell to the floor and was considered contaminated. It was sent to the cme, and under visual inspection it showed no changes. The instrument had a collision only in the previous procedure when the instrument fell from the surgical instrument table. According to reports from the scrub nurse, the forceps did not work correctly on another attempt to use it. Not knowing how to inform the rotation was inappropriate. There were no protruding cables. There was no loss of fragments in the patient. According to the clinical engineering team, the part has already been removed from the institution.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the yaw pulley is the affected surrounding component. An additional observation not reported by site that is related to the primary failure is that the instrument was found to have mechanical indentation damage to the yaw pulley on the same side as the broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.